Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented and bent and the objective lens was contaminated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video image distortion was due to a component failure of the universal cable. Additionally, the rigid tube was dented and bent caused by a component failure of the rigid tube, and the objective lens was contaminated, which was caused by a component failure of the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a video image distortion. The issue was found during a therapeutic endoscopic surgery procedure, which was completed with the same set of equipment. There were no reports of patient harm.